Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp support and while attempting to place the patient on support, the 14fx13cm abiomed sheath was inserted over a standard 0.035 table wire, which proved to be difficult, and the wire kinked. It was also reported that the patient experienced access site bleeding. The surgeon removed the 14fx13cm and replaced with the 14fx25cm abiomed sheath over the wire.